Event description:
It was reported by the patient that following a coronary artery drug eluting stenting treatment procedure, restenosis occurred. The patient had a 3.5x24mm taxus express2 drug eluting stent (des) implanted in an unspecified vessel. Nine hundred and sixty seven days later, the patient was implanted with a 3.5,20mm taxus express2 des to treat "restenosis of the vessel". The patient reports in the 3 years since having the initial stent placed, he has "experienced numerous episodes resembling panic attacks, where he feels short of breath". He has visited the emergency department on "multiple occasions" for these episodes, but has had "negative testing" or has "refused" further cardiac testing. Additional information is not available as the patient has requested his health care provider not be contacted regarding this report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.